Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to placement of a cook bakri postpartum balloon with rapid instillation components,, the device leaked from the drainage port when inflating the device outside of the patient. The device was immediately replaced with a new device, with no adverse effects to the patient. Blood loss was approximately 800ml prior to the alleged malfunction. Blood loss after the alleged malfunction was not provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to placement of a cook bakri postpartum balloon with rapid instillation components,, the device leaked from the drainage port when inflating the device outside of the patient. The device was immediately replaced with a new device, with no adverse effects to the patient. Blood loss was approximately 800ml prior to the alleged malfunction. Blood loss after the alleged malfunction was not provided. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned to cook with no original packaging. A functional test found the lumen appeared to leak into the drainage port. A dye test was performed and confirmed the lumen communication issue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, cook has concluded that the most probable cause of the reported event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.